Event description:
Patient was ready to be taken off bipap and placed back on vapotherm. When placed on vapotherm, the machine's flow kept turning off (for about 10 minutes) while the machine was still powered on. Checked all kinks and made sure the unit had a full sterile water bag. Placed patient back on bipap (at pt's request) and rt brought back a new vapotherm unit. Patient was ok with continuing with bipap at this point. New vapotherm was set at bedside on "standby" mode. Malfunctioning unit # is (B)(4).